Event description:
It was reported that ongoing intermittent occlusion alarms occurred that led to the customer experiencing several episodes of hyperglycemia displayed as ¿high¿, although specific values were not provided. The customer addressed their elevated bg via manual injections of insulin or correction bolus via pump and continued to use the pump insulin therapy. Despite troubleshooting with tandem technical support the occlusions continued and the pump was ultimately replaced.